Event description:
Same case as MFR #: 2134265-2008-02832. It was reported that post a coronary drug eluting stenting treatment procedure that stent thrombosis occurred. The physician implanted two taxus express2 drug eluting stents sizes 3.0x20mm and 3.0x12mm in an unspecified vessel. Post procedure stent thrombosis and myocardial infraction occurred. Additional info has not been provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.